Manufacturer narrative:
The returned device and was visually inspected and functionally tested. Failure file confirm system notice message 50005 "leak detection" for the date of case. Smart chip verification indicated the catheter was not used. Visual inspection showed the device was intact with no apparent issues. Pressure test revealed a leak through the guide wire lumen, however, the balloons integrity was intact; no breach observed in the balloons. Dissection showed a guide wire lumen breach at 2.76 inches from the tip next to the heat shrink. Dissection of the handle did not show traces of blood. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) occurred during preparation of the catheter for a cryoablation procedure. The catheter was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on (B)(4) 2014.